Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. The analyst noted that a critical ram parity error occurred in address 0b bd on (B)(6) 2014. The por severity is low, so the device should be able to fully recover after reset. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device experienced an electrical reset from recent CT scans. However, device data confirmed a power on reset (por) occurred much earlier prior to the CT scans. The reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.